Event description:
It was reported that during a lead revision procedure on (B)(6) 2024, reported on 3006705815-2025-00702/3006705815-2025-00703, the patient's ipg became inoperable with surgery mode enabled. Ipg was replaced intraoperatively, extending the procedure time. Therapy was replaced post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.